Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Depuy cement was used. The surgeon revised the loose rp tibia to an attune fb revision tibia with a stem. No surgical delay reported. Doi: (B)(6) 2017. Dor: (B)(6) 2021; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: DHR review: product code: 150610006, work order: (B)(4) was manufactured on 01/july/2017. 20 parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations found. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.